Manufacturer narrative:
(B)(4).

Event description:
It was reported during a patient check-up, the right ventricular lead was electively replaced as the other two leads were replaced for unrelated reasons. There were no electrical anomalies detected on the right ventricular lead. After the right ventricular lead was removed, externalized conductors were observed. A new right ventricular lead was implanted. The patient is doing well after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 43.9cm was returned for analysis. External insulation abrasions were noted at 7.0-7.7cm, 8.3-8.8cm, 7.0-7.1cm, 7.3-7.8cm, 11.8-12.4cm, 13.3-13.6cm, 32.3-32.8cm, and 32.7-33.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations.